Event description:
(B)(4). I've been having stomach cramps that started a few years after the essure coils were placed. Last week I went to the emergency room with excruciating pain in my lower abdomen. The doctor ordered a CT scan and I just received the results. One coil is 3-4 mm into my peritoneal cavity and it said worrisome for malposition. The second coil didn't even appear on the scan. The doctor recommended clinical correlation.